Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that they were hospitalized with a blood glucose level of 180 mg/dl. The customer was being discharged from the emergency room at the time of the call. The customer stated that the doctors were trying to figure out of the customer had a stomach virus or appendicitis. The customer did not provide the time or date of the hospitalization. The customer declined speaking to the help line about the issue. The customer did not return the product back for analysis.